Event description:
It was reported that the up arrow button requires several presses for the pump to respond. The pump reportedly has occasionally been exposed to water and the keypad is still intact.

Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the keypad appears to be intact (no lifting or peeling), the keypad appears swollen, the pump is intermittently responding to the up arrow button and requires excessive force to activate, and there was evidence of adhesive/contamination under all key contacts. There was no damage to the key contacts and the pump was responsive to the contrast, down, and ok keypad buttons.